Event description:
It was reported that while performing a labrum refixation the tip of the anchor was inserted into the drill hole. Upon insertion the anchor broke off its application handle. The anchor was removed, and a new anchor was inserted into the previously created hole. No fragments were left in the pt and the surgery was completed with no further complications. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not made available.